Event description:
It is reported that a customer left a message stating that they received a no delivery alarm on their insulin pump and wanted the insulin pump replaced. The patient's blood glucose level was unknown mg/dl at the time of the message. The customer was called back but there was no answer. The customer was left a message that stated that the pump could be replaced but trouble shooting may also remedy the issue. The customer was advised to call back to begin trouble shooting the pump before resorting to replacing the entire pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.